Event description:
Patient's representative reported, pain. Capsular contracture, baker grade IV. And rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Rupture: not observed. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient's representative reported "pain, capsular contracture baker grade unknown, and rupture". Device has been explanted.

Event description:
Patient's representative reported pain, capsular contracture, baker grade IV, and rupture. The device has been explanted. This relates to the right side.